Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with no stent attached. The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. A section of the tip was detached. The remaining section of the tip was damaged. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on additional information received (B)(6) 2011. It was reported that during a coronary stenting treatment procedure the device was unable to cross the lesion. The target lesion was located in the 90% stenosed, very tortuous and calcified left anterior descending (lad). The stent delivery system was advanced but was unable to cross the lesion. The procedure was unable to be completed for an unknown reason. The patient's status was good. However, the returned product showed the stent was dislodged from the delivery system. This product is only ous approved but it is similar to an approved us device.